Event description:
It was reported that the pump battery was depleting quickly resulting in pump shutting down. Customer¿s blood glucose level was 600 mg/dl. Bg was addressed via correction injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.